Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results for the architect ca 19-9xr for two patients. The results were repeated after centrifuging again with lower results. The following data was provided: sample 1 initial test = 37.5, retest after centrifugation = 2.0 u/ml sample 2 initial test = 59.6, retest after centrifugation = 7.7 u/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated results for the architect ca 19-9xr for two patients. The results were repeated after centrifuging again with lower results. The following data was provided: sample 1 initial test = 37.5, retest after centrifugation = 2.0 u/ml sample 2 initial test = 59.6, retest after centrifugation = 7.7 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends for the complaint lot/issue. Device history record review was performed on lot 53586fp00, and did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. The historical performance of reagent lot 53586fp00 was evaluated using worldwide field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 53586fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 53586fp00 was identified.